Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During an inspection of the visera cysto-nephro videoscope, corrosion of the suction cylinder was found. There was no patient involvement.